Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not starting. The rse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system stuck at 0:00. Upon further inspection, philips remote service engineer (rse) reviewed the logfiles and confirmed the frame grabber card issue. Philips remote service engineer (rse) provided the flex vision pc to customer. Customer replaced the flex vision pc. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). After the replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.